Event description:
(B)(6): biomed states the operator has a patient on the table and the system will not display any fluoro images. The customer is moving the patient to another room to complete the procedure. (B)(6): covidien product monitoring has made multiple attempts to obtain patient and procedural information without success.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.